Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported that an unspecified number of unknown bd¿ syringes were noticed to be curved prior to use.

Manufacturer narrative:
Per email received on 2/6/2019, the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2019-01-11.

Event description:
It was reported that an unspecified number of unknown bd¿ syringes were noticed to be curved prior to use.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of unknown bd syringes were noticed to be curved prior to use.